Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted into the patient on (B)(6) 2023. On (B)(6) 2023 the patient presented with abdominal pain, nausea, and vomiting, occurring for 20 days. An x-ray confirmed the hyperinflation of the balloon and the balloon was explanted. There were no other patient complications as a result of this event. The device has not been received for evaluation.

Manufacturer narrative:
Impact code f2202 captures the reportable event endoscopic procedure. Impact code f2203 captures the reportable event imaging required device code a1406 captures the reportable event of hyperinflation. Investigation summary: the orbera balloon was analyzed, and a visual evaluation noted that the balloon was returned deflated with evidence of deflation with the removal tools (needle and grasper). No other problems with the device were noted. The reported events of spontaneous inflation, abdominal pain, nausea, vomiting, imaging required and endoscopic procedure cannot be confirmed, as the event occurred during the procedure, and it is not possible to replicate it in the laboratory analysis. The reported events of balloon spontaneous inflation, nausea, pain and vomiting are known and documented in the labeling and all reasonable steps have been taken. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted into the patient on (B)(6) 2023. On october 28, 2023 the patient presented with abdominal pain, nausea, and vomiting, occurring for 20 days. An x-ray confirmed the hyperinflation of the balloon and the balloon was explanted. There were no other patient complications as a result of this event.

Manufacturer narrative:
Block h6: impact code f2202 captures the reportable event endoscopic procedure. Impact code f2203 captures the reportable event imaging required. Device code a1406 captures the reportable event of hyperinflation.